Event description:
The facility representative contacted baxter on 25 january 2010 to report a colleague infusion pump with a failure code 810:11. This event occurred during programming/set-up. The facility representative stated that there were no reports of patient injury, adverse event or medical intervention. During service at baxter on (B)(6) 2010, a technician discovered that the air in line was out of calibration. The user interface module master software version for this device is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4).the pump was received and evaluated by baxter. During service, it was discovered that the air in line was out of calibration. The air in line printed circuit board was replaced.